Event description:
It was reported that a spaceoar vue was placed on (B)(6) 2024, under general anesthesia. Additionally fiducial markers were placed transperineally. During the hydrodissection, at some point, it was noted that the injection needle was not in the fat layer. The patient completed his radiation treatment on (B)(6) 2024, with no complications. Three months after the radiation treatment (rt), the patient presented to the emergency room for evaluation due to unspecified gastrointestinal symptoms. A magnetic resonance imaging (MRI) was performed and revealed a fistula track at the site where the hydrogel had been present. An endoscopy procedure confirmed the presence of the fistula. It was reported that the patient did not experience any symptoms until after the hydrogel was absorbed and the rt was completed. The fistula was suspected to be caused by a possible perforation. The patient is currently under evaluation for surgery to address the fistula.

Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: patient code e2114 is being used to capture the reportable event of perforation. Patient code e2314 is being used to capture the reportable event of fistula.

Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: patient code e2114 is being used to capture the reportable event of perforation. Patient code e2314 is being used to capture the reportable event of fistula. Block h11: block b5 and h6 (patient and impact codes) were updated based on additional information received on november 5, 2024.

Event description:
It was reported that a spaceoar vue was placed on (B)(6) 2024, under general anesthesia. Additionally fiducial markers were placed transperineally. During the hydrodissection, at some point, it was noted that the injection needle was not in the fat layer. The patient completed his radiation treatment on (B)(6) 2024, with no complications. Three months after the radiation treatment (rt), the patient presented to the emergency room for evaluation due to unspecified gastrointestinal symptoms. A magnetic resonance imaging (MRI) was performed and revealed a fistula track at the site where the hydrogel had been present. An endoscopy procedure confirmed the presence of the fistula. It was reported that the patient did not experience any symptoms until after the hydrogel was absorbed and the rt was completed. The fistula was suspected to be caused by a possible perforation. The patient is currently under evaluation for surgery to address the fistula. Additional information. The patient has a small fistula tract in the anterior rectal wall, which was previously visualized by general surgery. He has been treated with antibiotics for a perirectal abscess, which has nearly resolved. His bowel symptoms have also improved. However, if the fistula is still present during his next examination, he may need to be referred to colorectal surgery to discuss further treatment options. These options could include observation, hyperbaric oxygen therapy, widening the fistula tract to prevent future abscesses, or in severe cases, a colostomy. The physician is hopeful that the fistula will heal on its own over time, but the outcome is uncertain.